Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-2-uni-celect-pt. Similar to device under 510(k) k121629. (B)(4). Summary of investigational findings: patient medical history is unknown at this time and no imaging nor product have been returned for investigation. According to the event description, the filter deployed before the deployment button had been pushed. According to the IFU when preparing the uni set for jugular approach the following should be done "secure the lock on the jugular introducer handle by pushing the red knob on the back side", according to the event description it is not clear if this step was followed as it is not mentioned that the physician has pushed the safety button before the release button upon deployment. The filter tilted during unintended deployment of the filter, but based on the information provided, the exact root cause cannot be determined. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: mounted filter onto jugular deployment set, and positioned introducer for deployment on slight retraction of outer sheath filter deployed very tilted before the deployment button had been pressed. Retrieval device needed to remove unsatisfactorily deployed filter. Patient outcome: the patient did require additional procedures due to this occurrence. The filter had to be removed and another placed according to the initial reporter, the patient did not experience any adverse effects due to this occurrence